Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level was 329 mg/dl at the time of the call. No further information was provided.